Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that ambulance was called to customer's home address. Customer was unable to complete call, spouse, david had taken over the telephone call. Customer's speech was slurred. Customer's blood glucose reading was 236 mg/dl. When ambulance arrived at customer's home the call was disconnected. Nothing further reported.